Manufacturer narrative:
This is to follow-up with u.s. Department of health & human services for maude report# mw5040292. However the report did not contain the hospital name hence we could not request the return of the event sample for our investigation. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All gelport units undergo 100% visual inspection during the assembly and packaging process. This document represents our final report.

Event description:
"Surgeon are using device in patient and the retractor portion of the gelport broke while in use inside the patient."